Event description:
It was reported that the device is contaminated, cracked at bottom of case, and alarm primary audible alarm event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on top of case, where the syringe is seated), bottom of case at left bracket area and front right corner. Unable to duplicate reported problem at power up process. The root cause of the reported issue was due to this issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions taken to mitigate the reported issue: replaced bottom of case, interconnect board, main board and power supply board. Replaced main speaker for preventive measure. Performed power up process and all functional tests which passed.